Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of size discrepancy was confirmed via product analysis. The ams700 cylinders were visually inspected and functionally tested. No leak was found. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The identified pump failures will not be considered a probable cause for this event because the pump functionality was unrelated to the reason for the complaint based on the reported events. The cylinders were measured at a deflated state and matched the product description. A difference in inflated length of 11mm was measured at an inflation pressure of 20psi. (B)(4) was opened based on a visual difference in the inflated cylinder length. The investigation conducted for (B)(4) confirmed that both cylinders met requirements for cylinder length and percent elongation. (B)(4) was closed on 10-oct-2019 without any actions after no nonconformity was found. Based on the physician allegation of a quality deficiency and comments made by medical safety during a review of the complaint at the minnetonka site signal escalation review (ser) on 19-sep-2019, a medical safety review was requested. The medical safety review indicated that there may be unassessed potential harms associated with the observed difference in inflated length at 20psi. (B)(4) was opened to document the assessment of those potential harms in ams 700 risk documentation. A review of the ams 700 hazard analysis (ha) by design assurance indicates that the reported event of a tried not used device are anticipated in the product risk analysis documentation. Hazardous situation (B)(4) : intraoperative device change (tried and not used). Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 22304502 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The investigation conclusion code chosen as the probable cause for the reported event is known inherent risk of device based on the risk review indicating that the risk of an intraoperative device change is a known risk of the device considered in the product risk documentation and no confirmed product malfunction. Additional assessment of the ams risk documentation identified during this investigation will continue in (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was tested prior to implant and found to exhibit cylinders of different lengths upon inflation. As such, the ipp was not implanted and the procedure was completed with an alternate device. There were no patient complications. The device is expected for return.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was tested prior to implant and found to exhibit cylinders of different lengths upon inflation. As such, the ipp was not implanted and the procedure was completed with an alternate device. There were no patient complications. The device is expected for return.